Event description:
Lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Reported issue - lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka. Product inspection ¿ functional inspection did not confirm the event. Grease was not present. Product history review - review of the device history records indicate 50 devices were manufactured under lot 35020118 and 43 devices were accepted (including 3502957) into final stock on 01/31/2018. A review of qt-18-01-0093 revealed that the non-conformance are not related to the failure alleged in this complaint. 03 of the 07 rejected devices were re-inspected, 01 device was accepted into final stock on 06/04/2019 and 02 devices were rejected on 01/03/2019. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35020118 shows 00 additional complaint related to the failure in this investigation. Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka.